Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for the routine check after undergoing a transcatheter aortic valve replacement (tavr) procedure. Upon review, intermittent loss of capture was noted on the right ventricular lead. Intermittent loss of capture was seen periodically, with no observed pattern of occurrence. Programming changes were made, and the lead was capturing appropriately after the changes. The patient was stable.